Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical products: 10366 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to the patient is deceased. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted due to the patient is deceased. The cause of death is unrelated to returned product. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.